Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Customer stated that the frame was bent causing the rear wheels to rub against the frame.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. H blocks over tighten loose arms bearing composite wheel issue wheel not true. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, he wheel came as close as 1/4 of an inch to the arm rest and then moved as far away as 7/16 of an inch. Functional observations- the wheels are free of debris and are able to roll easily. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint of "frame was bent causing the rear wheels to rub against the frame" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. H blocks over tighten loose arms bearing composite wheel issue wheel not true. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, he wheel came as close as 1/4 of an inch to the arm rest and then moved as far away as 7/16 of an inch. Functional observations- the wheels are free of debris and are able to roll easily. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Customer stated that the frame was bent causing the rear wheels to rub against the frame.